Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the cause of the inability to communicate was determined to be that the machine was tilted. They said a professional was seen and they found that the machine was tilted and was difficult to connect to, but they were able to get it to work again. The issue was resolved by going to the doctor's office. No removal or replacement was planned. The device was still in use. They were also asked to clarify the devices from another manufacturer and noted there was no allegation.

Event description:
See manufacturer report #3007566237-2020-00399.

Manufacturer narrative:
Correction: FDA side ID corrected to: 3004209178, mfg site ID corrected to: p1275. Correction: d3: updated with correct MFR name and information, see manufacturer report #3007566237-2020-00399 (g8 of previous report). Product ID: tm90g0, serial# (B)(6), product type: accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Concomitant medical products: product ID: tm90g0, serial#: (B)(4). Product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reason for the call was the patient reported the stimulator was not working because they were having a difficult time urinating. They stated they also felt the stimulator move inside their body when they were going to lie down. They stated they had a different manufacturer's trial device implanted in their neck on (B)(6) 2020. The patient was disconnected and called back to provide additional information. They confirmed both devices from a different manufacturer and the pain they were intended to treat were all unrelated to the pelvic health device/therapy. They tried to pull up their settings, but kept on seeing 'device is not responding'. They tried repositioning the communicator multiple times, but still were not able to connect. They stated they were not able to connect the communicator with the handset, and confirmed the communicator was not plugged into an ac power supply when they were trying to use it. The communicator had been charged up and had not been dropped/damaged or wet. The patient tried moving to different rooms away from electromagnetic interference (emi), and were still not able to connect. The issue was not resolved through troubleshooting. An email was sent to repair. The patient reported again their bladder issues and that they could not confirm their therapy status due to the communication issue. It was reviewed the patient could follow up with their healthcare provider to discuss symptoms/therapy and check the ins. Additional information was received from the patient. They reported that they had lost both the label and package and that they must have thrown them away. Another email was sent to repair. The patient had tried the new communicator after pairing and it still did not work. They called the healthcare provider's office and were told an appointment was scheduled for end of (B)(6) and a manufacturer representative would be there. Emi was reviewed and the patient said that everything else was turned off.